Event description:
It was reported that during an open subtotal gastrectomy for radical cancer procedure, after using a stapler to connect stomach and duodenum, the surgeon wanted to cut the stomach with the linear cutter as usual. Scrub nurse assembled one linear cutter and one reload and the surgeon could cut the 2/3 of stomach perfectly. Then, asked for one more cartridge to finish the left stomach with same linear cutter body. When he was given it, he pushed the handle as usual. The surgeon thought the cartridge was broken with somewhat reason and asked another cartridge. The scrub nurse assembled same body + new cartridge and gave it to the surgeon. The surgeon pushed the handle again but stopped at the 1/2 point again. He pushed hard until its handle broken. However, it didn't move any further. Eventually, he gave up using he linear cutter and asked for another manufacturer's linear cutter. He stapled with this device and cut the stomach with scissor then reinforced the staple line with polysorb 3/0 and 4/0. The procedure was finished as he planned and patient is ok so far. Procedure was prolonged by thirty minutes.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there any visible damage to the cartridge? I didn¿t see any. The analysis results found that the ntlc75 device was received in good visual conditions and with three cartridges reloads present. The cartridge reload (c) had the proximal (B)(4) drivers up without staples, and the remaining drivers down with staples present. The cartridge reload (d) had the proximal (B)(4) drivers up without staples, and the remaining drivers down with staples present. The cartridge reload (e) had the proximal (B)(4) drivers up without staples, and the remaining drivers down with staples present. The returned cartridges reloads has the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. The cartridges reloads were manually unlocked and the device was tested for functionality with the returned cartridges reloads and it fired, cut, and formed all the remaining staples as intended. The device fired with no difficulties and the staples were noted to have the proper shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.